Manufacturer narrative:
Reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of three sealed devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instruments were received sealed with the full complement of thirty clips each. Visual inspections of the instruments revealed no abnormalities. Functionally, the instruments were fired once in air and proper clip formations were confirmed. The remaining clips were then fired on test media with proper formations. The jaws and handles moved smoothly through the firing cycles and returned to the open positions and each remaining clip loaded properly in the jaws. When the cartridges were empty, the interlocks engaged and prevented the jaws from approximating. Visual and functional testing of the returned products confirmed the products met quality release specifications. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a maxillofacial procedure, the surgeon was at the anastomosis of the flap using the device to clip the vessel. But the device sheared the tissue causing the vessel to sever. The ruptured vessel caused a large hemorrhage. The blood pressure dropped and a blood transfusion was initiated. Additional clips were put in place and cauterization was used to try and control the bleeding. The incision had to be extended by more than one inch. The patient is ok and there was no lasting effect. Additional information has been requested regarding the device but not yet received. A supplemental will be submitted upon receipt of any new information.